Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(4). It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Subsequently, the 4th machine, which was previously left demonstrated proper functionality, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.